Event description:
Boston scientific received information that this device exhibited high out-of-range pacing impedances (>2550 ohms) on the right atrial and right ventricular channels. Lead safety switches were activated on both, however it was reported that there was loss of capture for the right ventricular (rv) lead in the unipolar configuration. Additionally it was reported that the patient had atrial fibrillation (af) with conducted rates so no pacing was required. No adverse patient effects were reported. Additional information from the field representative indicates that no asystole or adverse patient effects were noted. This device remains in service.

Manufacturer narrative:
(B)(4). This report will be updated should further information be received.